Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device was giving high exhaled tidal volume (vte) and also displayed transducer fault alarm. The reported issue was resolved by replacing the main printed circuit board (pcb). The device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator was giving high exhaled tidal volume (vte) readings out of specification related to a transducer fault alarm. There was no patient involvement associated with the reported event.